Event description:
The hcp reported that the pump was explanted after an implant duration of 27 months. The hcp replaced the pump with an neurostimulator. No other information was provided at the time of this report. A follow-up report will be sent if additional information becomes available.